Manufacturer narrative:
The device was scrapped by stryker.

Event description:
It was reported that during testing conducted at the manufacturer facility the o-ring of the device is swollen and the latch is difficult to lock. A housing that is not properly locked can open and expose the non-sterile battery to the sterile field, but that was not reported in this instance. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.